Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Cracked and bleeding lcd glass noted.

Event description:
It was reported that the customer had a crack on the display of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reports that the insulin pump fell to the floor and he can only see half the screen of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.